Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) remoted into the cabinet and found user was issuing medications for another patient and the drawers were opened just fine. Tss then guided user to press the exit button which brought back to the patient list. Had user logout and back in to issue the medication again and the drawer opened as normal. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.